Event description:
It was reported that during a prostate procedure, the first and second fibers had decrease in fiber vaporization at 3,450 joules. It was reported that the procedure was completed with a turp. Patient outcome: "no injury to the patient".